Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. A partial device that was returned was evaluated. The cause of the event was undetermined. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Two years post-op, the patent had pain and swelling on the left knee. She felt a bump on the distal part of the tibial canal on march 11th; second dos was march 16th. The original surgery was an acl left knee reconstruction. A second surgery was performed for I & d of the left knee. A solid piece of the screw was discovered and removed. The canal was irrigated and a few smaller pieces were also removed. Nothing else was inserted. Patient was post-op compliant.